Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check syringe plunger sensor error. During the functional testing was able to duplicate the reported issue. The 2 flippers intermittently stick when plunger lever was pressed and released. This condition is the result of normal wear. The root cause of the issue was due to normal wear as the pump was over 11 years old. Replaced left plunger case. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump's plunger tags were getting stuck. No patient injury was reported.